Event description:
It was reported, the customer's sensor had inaccurate readings. Customer's blood glucose was 174 mg/dl and their sensor glucose read 56 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also stated, they would incorrectly treat for their blood glucose due to the false readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.